Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2015-05915 and 2134265-2015-06162. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left main trunk (lmt) artery. During percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled to view the target lesion. During the procedure, automatic pullback suddenly stopped at around 60mm when visualizing the target lesion from left anterior descending (lad) artery. After checking the engagement between the sled and connection of the catheter, pullback was performed again; however, the same issue occurred. Furthermore, it was noted that the rotational speed of the imaging catheter decreased suddenly but returned to normal speed after it became almost stopped. This issue occurred a few times. The motordrive unit 5 plus was replaced but failed to resolve the issue however, the procedure was completed when the opticross imaging catheter was exchanged with non bsc imaging catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Evaluation of the returned device revealed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. During image characterization testing, a good square image appeared in the ilab system without rotation issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2015-05915 and 2134265-2015-06162. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left main trunk (lmt) artery. During percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. During the procedure, automatic pullback suddenly stopped at around 60mm when visualizing the target lesion from left anterior descending (lad) artery. After checking the engagement between the sled and connection of the catheter, pullback was performed again; however, the same issue occurred. Furthermore, it was noted that the rotational speed of the imaging catheter decreased suddenly but returned to normal speed after it became almost stopped. This issue occurred a few times. The motordrive unit 5 plus was replaced but failed to resolve the issue however, the procedure was completed when the opticross¿ imaging catheter was exchanged with non bsc imaging catheter. No patient complications were reported and the patient's status is good.